Event description:
It was reported that an individual with an implantable neurostimulator experienced ongoing problems charging the device since implantation. The device was able to locate the unit but failed to charge, despite all components being fully charged. Additional concerns included the device not delivering electricity to the intended area, with possible contributing factors mentioned such as scar tissue and patient noted the device may have moved a little. The individual also reported weight gain and requested a larger wireless recharger belt. The individual and a representative spent considerable time attempting to adjust settings to address the issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.